Manufacturer narrative:
The user-reported backward programming issue was not confirmed. On (B)(6) 2017, the device was found to an lcd display issue; this issue was not relevant to the user-reported backward programming issue. The affected device was not to be repaired and would be scrapped for precautionary purposes.

Event description:
On 12/12/2017 the initial reporter reported a backward programming issue with the device. The reporter stated, "I have two pumps I need to send in for repair. Both are older models but I need to get them in before january when you all will no longer work on them. No patient injury or involvement with either. 803930-this is the one they claim was hit by lighting, they say 'it has to be programmed backwards'. Regarding the 803930, as stated in the original email there was no patient involved with the pump and no injury. I unfortunately cannot provide many details as the only info the staff at that location have is that they think it was struck by lightning. I'm not certain how they come to that conclusion since other items in the building were not affected by this proposed "strike". Can we not send the unit in to be looked at? I would imagine an inspection and routine tests from your techs would turn up any potential issues it may have." The event date and the patient information were not provided by the reporter. The initial reporter provided further information on 12/13/2017 from "the manager down in the area where the pump was being used" as the following: "I don't know who wrote that it was struck by lightning. We had a bad storm down here and when we came back to the (B)(6) office. It wasn't working. No patient involved. Did not actually witness it being struck by lightning."